Manufacturer narrative:
Findings: reliability analysis evaluated 3 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 407 mg/dl at the time of the incident. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue. The issue was resolved with a set change. The customer returned the product for analysis.